Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder such as: capsular contracture, breast pain, lymphadenopathy, development of silicone leakage, auto immune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, development of headaches, rheumatoid arthritis, gastric ulcer, dry eyes and mouth, joint pain, joint swelling, loss of breast sensation, photosensitivity, chronic fatigue, resultant cosmetic damage, development of anxiety, nervousness and depression.